Event description:
It was reported that the ilet charger was not functioning, resulting in the pump not charging overnight and therapy interruption until the pump was later charged with an alternative charger and therapy resumed; no alerts or alarms were reported. Symptoms included no clinical symptoms. Outcomes included temporary interruption of therapy without hospitalization. Investigation included technical troubleshooting and user education performed by support personnel. Investigation of this case revealed the charger was not charging the device as expected. It was concluded that the event involved a device charging issue, and a replacement charger was arranged.